Event description:
It was reported that the patient was hospitalized six times from (B)(6) 2003 to (B)(6) 2004 for symptoms such as nausea, abdominal pain, vomiting, dehydration, and diabetic ketoacidosis [(B)(6) 2003 nausea, vomiting, dehydration; (B)(6) 2003 nausea and abdominal pain; (B)(6) 2003 nausea and abdominal pain; (B)(6) 2003 abdominal pain; (B)(6) 2003 vomiting and dehydration; (B)(6) 2004 vomiting and diabetic ketoacidosis].

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).